Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a middle-aged female with significant preexisting cardiac and pulmonary disease experienced clinical deterioration following coronary evaluation and subsequently required placement of an impella cardiac support device. The patient later developed a retroperitoneal bleed, prompting discontinuation of systemic anticoagulation. Nursing staff also reported that the patient¿s urine output had turned dark in appearance. Given the ongoing decline in her condition, the patient elected to withdraw life-sustaining treatment and later expired. Although the death appeared to be related to the patient¿s critical underlying illness and the decision to withdraw care, it was conservatively reported in association with the impella device.